Manufacturer narrative:
To date, the reporter has not provided the item code or complete lot number. As a result, the UDI could not be identified. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they went to flush the medical tubing after ampicillin administration and they were unable to flush the tubing because the medical syringe tip broke off into the medical tubing.